Manufacturer narrative:
Customer contact reports no patient information is available. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) was replaced to resolve the reported issue.

Event description:
#12 the hospital reported a malfunction causing a loss of mechanical ventilation. The patient was manually ventilated and case completed. There was no report of patient injury.